Manufacturer narrative:
Our field service engineer investigated the ventilator. The o2 hose was leaking. The provided picture confirmed the reported problem. The defective o2 hose was a getinge product.. The problem was solved by re-fix the clamp of o2 hose . After re-fix the clamp, the ventilator passed all functional, safety, and electrical tests to factory specification. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the air hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).